Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if the device had depleted prematurely. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An ipg replacement was reported to abbott. The patient's ipg was explanted and replaced due to ipg reaching end of life. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.